Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and leak were confirmed as the shaft was separated at the proximal seal. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history revealed no other incidents for inflation issues, leaks, or difficult to remove the protective sheath. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Do not use if sheath cannot be removed as indicated. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, non-calcified, 75% stenosed, de novo lesion in the distal left anterior descending artery. Using a radial access site, pre-dilatation was performed with a mini trek 2.0x20 mm balloon catheter at 12 atmospheres for about 20-25 seconds. The residual stenosis was 50%. The 2.5x18 mm device, the first implant for the patient, was delivered to the lesion with no resistance felt. However, the delivery system balloon did not expand at all. After a few tries the device was removed from the patient with no issue. A tiny hole at the proximal implant marker was observed on the shaft. It was visually observed that the injected radiopaque material was leaking from the hole. The device was replaced with another 2.5x28 mm device and the procedure was successful. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow instructions/steps. Concomitant products: guide wire: asahi soft. Guide cath: launcher 7f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
Additional information received stating that there was slight resistance noted when removing the protective sheath from the device.